Manufacturer narrative:
The field service representative inspected the analyzer and found the top front cover lid hinge was broken. The frame of the analyzer was also found to be damaged and it was determined to be unrepairable. The instrument was removed from use by the laboratory. Trending data and manufacturing documentation for the top front cover hinge did not identify any adverse trends or issues associated with the complaint issue. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported the front top cover lid hinge is broken on the architect i2000sr analyzer. The customer indicated they are not using the analyzer due to the potential for injury if the lid falls. No injuries were reported and no adverse impact to patient management was reported.